Manufacturer narrative:
(B)(4). Approximate age of device ¿ 42 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted on an unspecified date due to rising liver function tests and lactate dehydrogenase (ldh) levels, and worsening right heart failure symptoms. A ramp study performed on (B)(6) 2016, prior to admission, had showed no left ventricle decompression, however, the aortic valve did not open at higher pump speeds. It was reported that the patient had also undergone an endoscopy on (B)(6) 2016 due to bloody stool. The source of bleeding was found to be rectal ulcers. Aspirin had been discontinued around (B)(6) 2016 and the bleeding stabilized/stopped. The patient's ldh were reported to be in the 1000 u/l range despite a therapeutic inr at the time of admission. Pump powers reportedly had increased to approximately 12 watts. The hospital staff attributed the rising liver function test levels to amiodarone utilization due to a history of ventricular tachycardia. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A potential cause for the reported event was identified during the evaluation of the returned device. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing cup. The tissue was not adhered to the blood contacting surface and did not show evidence of laminated layering, which indicates that it did not likely form in the outlet stator. However, the tissue did show evidence of denaturing and contact marks were observed on the outlet bearing cup and rotor, which indicates that the thrombus was present while the pump was operating. The thrombus could have contributed to the reported flow issues, increased lactate dehydrogenase and elevated pump power levels. The evaluation could not conclusively determine the specific origins of the observed thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.